Manufacturer narrative:
The insulin pump failed displacement test and intermittent motor error alarm due to out of phase motor encoder signal. Cracked reservoir tube lip and missing end cap sticker noted during visual inspection.

Event description:
It was reported that the insulin pump was exposed to MRI. The insulin pump is alarming motor error. The blood glucose reading is 167 mg/dl. Customer forgot to remove the insulin pump during MRI. Advised the customer that the insulin pump will be replaced. Nothing further reported.